Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 05/22/2024, that on 05/21/2024 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the patient experienced a skin reaction with pain, redness, inflammation, and infection at the needle puncture site which occurred 6 days after the sensor had been inserted into the arm. On 05/22/2024, the patient went to the emergency room for evaluation and was diagnosed with a skin infection and cellulitis. He was prescribed topical chlorhexidine wash to sanitize the area, keflex, and doxycycline. He was discharged home the same day. The patient was still experiencing redness, inflammation, and pain at the sensor site. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.